Event description:
A doctor alleged that a patient experienced tongue and lip irritation while wearing the simpli5 aligners.

Manufacturer narrative:
The doctor trimmed the aligners for the patient and prescribed viscous lidocaine for treatment. To date, the patient has fully recovered and is doing fine at this time.